Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2015 with the following findings: a review of the pump black box data revealed one unexplained pump reboot event. During a visual inspection of the pump, the battery compartment was observed to be cracked along the left side of the bumper pad, extending from the threads to the case seal. The returned battery cap threads were found to be damaged. The returned battery cap was unable to secure and maintain power with the pump. The intermittent power was duplicated with the returned battery cap. The returned battery cap contact was found to be out of the required specifications. A test battery cap was used to complete the investigation. Unrelated to the original complaint, there was moisture corrosion observed inside the battery compartment and on the underside of the returned battery cap. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was moisture corrosion observed in various locations inside the pump. (B)(4).